Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No moisture damage inside pump noted during testing. Analysis was unable to verify for unexpected restart test and perform rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no up and down button response. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that there was a crack in the right corner of the screen. The customer's blood glucose was 256 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.